Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: customer stated that the staple couldn't be closed. No patient involved. No reinforcement material was used.